Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report number: 2032227-2014-02878 .

Event description:
Customer reported hospitalization due to high blood glucose. Customer stated that she was using the recalled reservoir at the time of the hospitalization. The blood glucose reading at the time of the event was over 600 mg/dl. The paramedics were called, customer could not breathe. Diagnosed diabetes ketoacidosis. Customer hospitalized for four days. Customer stated that she smelled insulin. Nothing further reported.